Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" first test 1.2, second test 1.7. Pt therapeutic range is 2.0-3.0.